Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had received multiple pump error alarm and was damaged. The customer¿s blood glucose level was high as 17 mmol/l. The customer states the clear plastic ring was missing near the reservoir compartment. Troubleshooting was performed for pump error and damaged noticed they are able to rewind the pump and able to fit the reservoir in the compartment but it does not stay flush. The customer performed displacement test and it did pass. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will not be returned for analysis.